Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported there was an audio speaker issue in the monitor. The device was in clinical use at the time of the reported event. There was no patient involvement or harm reported.

Event description:
The customer reported an audio speaker issue in the monitor. The device was in clinical use at the time the issue was discovered.  There was no adverse event or patient harm reported.  Remote service was provided and it was determined the speaker issue was caused by device configuration. After monitor reconfiguration the device was returned to service.

Manufacturer narrative:
The customer reported an audio speaker issue in the monitor. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. Remote service was provided and it was determined the speaker issue was caused by device configuration. After monitor reconfiguration the device was returned to service.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported there was an audio speaker issue in the monitor. The device was in clinical use at the time of the reported event. There was no patient involvement or harm reported.